Event description:
"Two cases of ta-tavi for post coronary bypass as patient with dialysis". As reported through literature, this is a case report of the dialysis patient who has histories of CABG and pad. Transapical tavr procedure was executed. After the bav, 26mm sapien 3 valve was implanted and pulseless electrical activity (pea) occurred. Adrenaline was administered from the central venous (cv) line and pigtail catheter (pc). Return of spontaneous circulation (rosc) was confirmed in 5 minutes. The patient was discharged on the 16th hospital day, without cerebral event. The author stated that the post-CABG patients are difficult to keep the hemodynamic stability after rapid pacing. For dialysis patient, it is more difficult. Administration of adrenaline through pc is one of the methods to keep the hemodynamic stability and it is regularly readied on operation table. As the procedure could be led to tragic situation, selection of re-open heart surgery or tavr procedure have to be discussed among the team thoroughly.

Manufacturer narrative:
Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a coding change. The investigation results previously submitted remain accurate.